Manufacturer narrative:
Findings: unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. Unit returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 50 mg/dl. The customer was treated with food. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 50 mg/dl. The customer stated the button error alarm did not occur right after the pump was exposed to moisture. The customer stated a button was not pressed for 3 minutes or longer. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.